Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low amplitudes, oversensing, and inadequate pacing treatment on the left ventricular (lv) lead. Technical services (ts) recommended evaluating the placement of the lead, as this system was recently implanted. No adverse patient effects were reported. This lv lead remains in service.